Event description:
1.9 fr catheter placed in nicu in 12/2001 and discontinued 4 days later. Pleural effusion developed, x-ray reported superior vena cava placement. Tip placement at superior vena cava verified by x-ray. Line was secured with opsite dressing.

Event description:
Cxr showed pneurothorax, chest tube draining creamy fluid. PICC d/c'd.